Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that they are having issue with male luer separation on a 2420-0007.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer returned one sample of material 2420-0007, lot unknown, and the complaint of separation at the male luer is verified. They also returned one photo, which also assists in the investigation. The tubing was examined under a microscope for solvent, and trace amounts were found. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the issue with a quality alert to notify personnel of the correct application. The plant also updated the bushings on the solvent dispenser, and implemented a new washer machine to update the cleaning process of the solvent dispenser. The lot number was not provided by the customer, but the smart site ID was found from the returned sample, which allowed for the possible lots to be found. No deviations or relevant quality notifications were found.